Manufacturer narrative:
Initial

Event description:
It was reported that the ilet user experienced hyperglycemia after overtreating a morning hypoglycemic episode with oral glucose and breakfast. Blood glucose values were reported to reach 291 mg/dl and trended down to 200 mg/dl over time. No device alerts or alarms. Occurred. Symptoms included hypoglycemia with a nadir of 42 mg/dl, hyperglycemia, and thirst. Outcomes included minor injury of hypoglycemia with no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.